Manufacturer narrative:
The reported event of lead sensing noise was confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection found an external insulation abrasion breaching the outer insulation and exposing the outer coil at 17.1cm to 17.2cm from the connector pin consistent with friction to the device can proximal to the suture tie impression. The cause of the reported event was due to the exposure of the outer coil in the abrasion zone consistent with friction to the device can.

Event description:
It was reported that the patient presented to the clinic. Upon device interrogation, the right ventricular (rv) lead exhibited noise oversensing. The rv lead was explanted and replaced. The patient remained stable throughout the procedure.